Event description:
The customer reported via phone call that the reservoir was occluded. The customer stated that when he checked his blood glucose it was 226 mg/dl and he bolus 2 1/2 units of insulin and received a no delivery alarm. The customer received another no delivery alarm when he cleared the alarm. The customer treated with manual shot and when he woke up he received another no delivery alarm with a new set. The customer took the transfer guard and the plunger and pushed the insulin back in the insulin vial and cleared the alarm. The customer got new infusion set and the blood sugar was still high but normal since he was not receiving basal rates. In half an hour his blood glucose has dropped to 100 points and it was working. The customer stated that the alarm occurred during manual prime was resolved by a complete set change. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.